Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred (alarm 29). In addition, it was reported that an occlusion alarm occurred. A supply change was performed resolving the occlusion. The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 169 mg/dl.